Event description:
An im injection was given to a staff person and the needle did not retract, even when it was taken out of the staff's arm. The needle finally retracted on the fifth attempt to get it to retract.